Manufacturer narrative:
A review of the device history record indicates that this product was built to specifications. One hundred and ten new samples from the same lot were available for retesting. All 110 medication reservoirs were pressurized until failure. The results of the testing indicated that all 110 samples met the leak acceptance criteria. Upon visual examination, it was confirmed that the returned product did leak from the fill port of the medication reservoir. The pharmacy filling these bags indicated that they may have been squeezed very hard to purge air out of the medication reservoirs. This may have caused the medication leakage.

Event description:
User reported several curlin medical administration sets were leaking at the fill port of the medication reservoir. User was a health professional (pharmacist) who discovered the leaks while purging the medication reservoirs of air by squeezing. These malfunctions were discovered under controlled conditions with the user wearing protective equipment (gloves). None of these administration sets made it to the end user.